Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the artemis neuro evacuation device include, but are not limited to, hematoma or hemorrhage at the site, intraventricular hemorrhage, re-bleeding, thromboembolic events, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). On (B)(6) 2019, a follow up 24-hour computerized tomography (CT) scan revealed a small amount of hemorrhage was noted in the ventricles; however, the patient was asymptomatic. The patient was discharged from the hospital on (B)(6) 2019. The intraventricular hemorrhage (ivh) was reported to be an adverse event with a possible relationship to the artemis and the index procedure.